Event description:
On (B)(6) 2023, a patient underwent emergency endovascular treatment of an abdominal aortic aneurysm rupture using gore® excluder® aaa endoprostheses and gore® molding & occlusion balloon catheter (mob). During the treatment, a distal type I endoleak of a contralateral leg component, (B)(4), implanted into a right common iliac artery was observed. To treat it, a cuff was implanted additionally. After touch-up using the mob, an angiography revealed a rupture of the right common iliac artery. To treat the rupture, a right internal iliac artery was embolized using coil and additional stent graft was implanted to extend to a right external iliac artery. No leak was observed and the procedure was completed. The patient tolerated the procedure. The physician stated that the touch-up using the mob was too strong.

Manufacturer narrative:
The device remains implanted and was therefore not available for engineering evaluation. A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak and vascular trauma. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.